Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, high capture threshold and low sensing were observed on the right ventricular (rv) lead. An rv lead revision procedure was performed to resolve the event. The patient was stable with no consequences.